Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize a battery) was confirmed. Upon investigation the charger/modem was resetting and was unable to charge a battery pack. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, the y1 crystal oscillator on the bedside pca was shorted. The root cause for the shorted y1 oscillator could not be positively identified no adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to recognize a battery.